Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and unexpected battery power loss alarm as well as buttons were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer did not want to troubleshoot for motor error and act button issue. Customer stated that this was the second occurrence of off no power without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification . No unexpected off no power or low battery alarms were noted. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor . Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches no unlocked keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and belt clip slot. Device received with minor scratched display window and case.

Manufacturer narrative:
Device received with operating currents within spec. No unexpected off no power or low battery alarms were noted. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and belt clip slot. Device received with minor scratched display window and case.